Event description:
A malfunction was reported on the pump, and permission was given for troubleshooting assistance by the customer's sister. There was no report of adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues reappeared, which was understood and acknowledged.